Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation and atrioventricular block, during implantable pulse generator (ipg) atriov entricular conduction test, due to managed ventricular pacing feature on. Ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.